Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 22109024. D4: medical device expiration date: 10-mar-2025. H4: device manufacture date: 10-mar-2022. H6: investigation summary: no product or photo was returned by the customer. It was reported by the customer "they are finding is same products, same lots, but the ones with the white end cap are the ones they are having flow issues could not be verified due to the product not being returned for failure investigation. A device history record review for model mp5303-c and lot number 22109024 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported while using bd maxplus pressure rated extension set with removable needleless connector there were flow issues. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: customer had several mp5303-c extension sets that would not either flush or draw- felt like the line was occluded somehow, even though no visible blockage.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxplus pressure rated extension set with removable needleless connector there were flow issues. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: customer had several mp5303-c extension sets that would not either flush or draw- felt like the line was occluded somehow, even though no visible blockage.